Event description:
This is a case report received on by baxter (B)(4) from a pharmacist of (B)(6). It was reported that on (B)(6) 2012 a patient experienced severe pruritus with a xenium 190. According to the pharmacist, during the dialysis, the patient had such severe itching that he scratched himself to the point that he bled. The patient was given polaramine to alleviate the symptoms. The pharmacist stated that this occurs for this patient with every treatment. Additional information was received on (B)(4) 2012. The pharmacist stated that the patient was switched to a different dialyzer for future treatments.

Manufacturer narrative:
(B)(4). The sample is not available. A batch review was conducted on the reported lot number and no issues were found related to the reported condition during the manufacture of this lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Nipro found no issues during batch review, biological testing or retained sample testing. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.